Event description:
It was reported that since the patient had revision surgery (see manufacturer # 3004209178-2009-08575), they had to wear a band around their stomach and had experienced increased pain. The patient stated that "it fells like pump was going out on side." The physician reported that the event was due to the patient's weight loss. A revision was planned.

Manufacturer narrative:
(B) (4).